Manufacturer narrative:
The sample was visually examined; the tab on the connector of the right angle feeding set was sheared off. The cause of the reported malfunction cannot be determined; the sheared off tab condition can occur if the right angle set is forced past the positive stop within the locking mechanism and is likely due to the procedural factors encountered during the use of the device.

Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure performed three days prior (patient age, gender and weight unknown). According to the complainant, the right angle feeding tube locking tab was damaged one day after placement. Another corflo cubby low profile gastrostomy device was used to replace this device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."